Event description:
Information was received indicating that a smiths medical medfusion pump exhibited fail safe error. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top and bottom cases were in excellent condition. Visible contamination by the "l" bracket pole clamp. Unable to retrieve event history log (ehl) due to e-fail safe invalid interruption and constant alarm. The technician performed power up process. Reported problem duplicated during power up process and the reported problem was related to main pc board. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The technician replaced main pc board and uploaded software from base unit( interconnect board) to top unit (main pc board). Power up process and self test.

Event description:
Additional information received via email on 20-jan-2022: no pumps had patient involvement. All failures found during annual preventive maintenance checks.